Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b3. Zoll medical canada field service technician went onsite to evaluate the device and the device performed to specification. The device was put through extensive testing including shock testing and analyze signal testing without duplicating the customer's report. The device was recertified and placed back into service. Review of the device log acknowledged the reported event; however, it was determined not to be a device malfunction. The device log indicated the user was in pacer mode. When your in-pace mode it changes the lead from pads to lead ii. To leave pacer mode you have to manually turn pacer mode off. It's noteworthy to mention during pacing, x-series capture pacing and ECG signal through leads only. The pad view is not available during pacing per design. ECG lead fault and ECG multi-lead fault error messages are not device malfunction but an indication that the leads are not connected to the patient/device. Analysis of reports of this type has not identified an increase in trend.